Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a loss of prime warning due to a zero force reading. A loss of prime was not duplicated during testing. Further testing of the pump and the force sensor was conducted and reported in report # 2531779-2014-16699.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/27/2014-correction:the initial MDR was submitted against the pump. The MDR should be against the cartridge.(B)(4).